Event description:
The pt was implanted with a palmaz xl stent to the distal side in the stent graft placed in the aneurysm of the thoracic aorta located immediately above the renal artery to prevent an endoleak. Approx 17 months after the procedure, the pt was examined and confirmed that the product was fractured and fragments was found in the left renal artery. At the present time, it has not caused any damage of human health. The physician is debating whether or not the pt should have the surgery to remove the product. The physician speculate the supposable cause of the fracture is wear, but there is no evidence. The physician also considered that two other possible causes are before using the product, the stent was re-mounted to another balloon (maix ID) and at that time it was slightly damaged. The physician also stated that the possible cause is that stentgraft (z stent, cook's own stentgraft) was placed on the considerable bent section in the vessel and it was under hypertension; therefore, the stent fracture was fractionized between the stentgraft and the product.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.